Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips have passed all testing with no faults found. The reported issue could not be confirmed.

Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter was reading inaccurately. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue began at approximately 11.00 am on (B)(6) 2017. The patient stated that she manages her diabetes with insulin (unknown type; self-adjuster). The patient alleged obtaining inaccurate high results of ¿201, 171 and 162 mg/dl¿ compared to their feelings and/or normal readings. Lifescan does not consider this to be a valid comparison. These readings were performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lifescan¿s criteria for precision. In response to the alleged inaccurate readings, the patient took 60 units of novolog insulin between 11:15 and 11:30 am and ate a meal. Approximately 1 1.2 hours later the patient developed the symptoms of "disorientated, clammy, not making sense". The patient sisters called the emergency services who arrived and tested the patients blood glucose between 4:30 - 5:00 pm with a reading of 46 mg/dl. The patients symptoms were treated with a glucose shot. During troubleshooting the csr confirmed that the meter was set to the correct unit of measure and that the test strips were stored properly and had not expired nor exceeded their discard date. At the time of troubleshooting, the patient performed a control solution test on the subject meter and the result fell within the specified control solution range. . Products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.